Event description:
It was reported that balloon rupture occurred. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.